Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was burning hot after changing the battery. Customer states that insulin pump alarmed to change battery and when touched the pump it was burning hot. Customer¿s blood glucose was about 140mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window. Unit was monitor for several weeks no unexpected overheating anomalies noted. Unit passed self test. Performed visual inspection on electronics assembly no physical or moisture damage noted.